Manufacturer narrative:
B5 updated with additional information. D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Event description:
It was reported that the described interventions to control the bleeding were successful.

Manufacturer narrative:
D4 revised.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. After percutaneous coronary intervention (pci) and removal of the peel-away sheath, the impella access site developed persistent bleeding that did not resolve with mattress sutures, the perclose cinch, manual pressure, or femstop compression. A moderate hematoma subsequently formed. Given the patient¿s acceptable pre-procedure cardiac output and index, along with stable hemodynamics without vasoactive support, the clinical team opted to remove the pump. The impella was weaned and explanted.